Event description:
It was reported that the pump declared an unspecified cartridge alarm, and the contact was unable to check the pump history due to a malfunction. There was no reported impact to the customer's blood glucose level. No additional information was received regarding the outcome of the event.